Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue is not likely. Performance testing was within specifications. Quality controls had a slightly high recovery, but were within range. Upon review of the alarm trace, some abnormal sample aspiration alarms could be seen indicating a possible sample quality issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). None of the erroneous results were reported outside of the laboratory. The primary tube of the first patient sample initially resulted as 0.100 miu/ml accompanied by a data flag. The sample was repeated in a cup and resulted as 23.15 miu/ml. The customer stated that the sample was clear, without any visible clots. Other assays tested on the sample recovered the similar values upon repeat. The second patient sample, from a female patient, initially resulted as 0.100 miu/ml accompanied by a data flag on (B)(6) 2017. This sample was repeated on (B)(6) 2017, resulting as 10.53 miu/ml. The third patient sample, from a female patient, initially resulted as 0.100 miu/ml accompanied by a data flag on (B)(6) 2017. This sample was repeated on (B)(6) 2017, resulting as 8.57 miu/ml. The second and third patients were also tested with a rapid card test and this result was weakly positive for both patients. The customer stated that they now verify all negative results by running the rapid card test. No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 15654201, with an expiration date of 09/30/2017. The field service engineer checked the sample probe adjustment and this was determined to be ok. He ran performance testing. Calibration and control data were within specifications. Laboratory humidity and temperature were checked.